Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to associated manufacturer report number 3005099803-2009-00281 for a description of the first event. It was reported to boston scientific corporation in 2008, that a resolution clip device was used during a gastric ulcer clipping procedure on the same day. According to the complaint, following deployment of this clip, the clip fell off into the patient's stomach. The clip was left to pass naturally. This malfunction delayed the procedure by one to five minutes. Another device was used to successfully complete the procedure. No patient complications were reported as a result of this event. The patient's condition was reported to be "fine."

Manufacturer narrative:
Clip fell off. According to the complainant, the suspect device will not be returned. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.